Event description:
While brushing my teeth the internal mechanism holding the vibrating metal post failed. The toothbrush head vibrated violently and pinched the corner of my mouth. It was also extremely loud. This is the 2nd time this mechanism has failed with this sonicare product. It is very common and many reviews, including a large amount of more recent ones, have the exact same faulty internal mechanism fail. Philips seems to not care, at all. Fcc ID: (B)(4).